Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 27-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 25mg/ml morphine at 0.148mg/d ay (minimum rate) via an implantable infusion pump for an unknown indication for use. The patient was scheduled for a pump replacement. The patient wondered why the pump failed and mentioned having withdrawal symptoms about 3 months prior. During replacement surgery the doctor was unable to aspirate from the catheter. The patient was on anticoagulants and the surgeon was unable to gain access to the intrathecal space because the patient was too anticoagulated. The catheter was unable to be removed and was attached to the new pump. The patient would be scheduled for a catheter revision at a later date. It was noted that fluid was dripping from the catheter upon attachment to the pump. It was unknown if the issue was resolved at the time of the report. The new pump had saline put in it and was placed at minimum rate. The patient's status at the time of the reported was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause of the inability to aspirate from the catheter access port was unknown. The issue had not been resolved. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication and a stall due to shaft bearing. (B)(4) apply to the pump. Additional review determined that the information previously reported in manufacturer report # 3004209178-2019-01800 [motor stall] applies to this event. Additional information regarding these events will continue to be reported under this manufacturer report, which pertains to the following information: [motor stall; inability to aspirate; withdrawal]. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted in the logs that the pump stalled on (B)(6) 2018. The pump also had a stopped pump may exceed tube set message in the logs and a motor stall recovery that occurred on (B)(6) 2018. No symptoms were reported. No further complications were anticipated/reported. Additional information was received from a manufacturer representative. The cause of the motor stall was not determined. The patient¿s weight at the time of the event was unknown.